Manufacturer narrative:
The investigation of this complaint is still in progress. A supplemental medwatch will be completed once results are available.

Event description:
Tka after receiving scp procedure.

Manufacturer narrative:
During the tka procedure the surgeon noted a fractured fragment of the proximal tibial plateau near the scp inject area. It was unknown if the fracture occurred before or during the tka surgery. The investigation found that the complaint condition may have been attributed to the larger amount of material being compressed in a smaller area resulting in a higher stress concentration in the bone area and ultimately being a contributor of a bone fracture.

Event description:
Tka after receiving scp procedure.